Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the shocking had not been determined. The patient reported that the shocking had stopped on its own after 1.5 minutes on (B)(6) 2017. The patient noted that they didn't have their controller with them at the time. The patient reported that they hadn't used the ins since and that they were meeting with a manufacturer representative on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was sitting in a waiting room on (B)(6) when, all of a sudden, the patient felt shocking all the way down both legs. The shocking lasted about two minutes and then stopped on its own. The patient stated that it was very painful. The patient turned the stimulation off and left it off since the event. The patient wanted to see a manufacturer representative to have their device recalibrated. No further complications are anticipated.